Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in MFR report number 3003768277-2024-04796. This complaint will be closed as duplicate.

Event description:
It was reported to philips that the customer was unable to perform fluoroscopy due to an image disk problem the device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.